Event description:
After preventative maintenance of the trial device, the service technician reported the device did not pass the ground leakage current test during the final inspection. The technician evaluated the device and found the heater was the cause of the issue. The device functioned as expected during the customer trial. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Note: the heater connections were checked with an ohm meter. All connections were found to be normal, with the main wattage heater measuring 11 ohms and the secondary wattage heater measuring 55 ohms. No connection between the heater elements and the heater's metal case were read with the ohm meter. The heater element was found to be defective while performing the ac leakage current test on the heater. The service technician observed excessive ac leakage during the inspection. The root cause of the device failing the leakage current test was attributed to the abnormal electrical connection between the secondary heater element and the heater's outer cylinder. The specific internal failure of the heater is unknown at this time. The heater was returned to the supplier for analysis. A corrective action determination has been opened to address the issue.